Manufacturer narrative:
(B)(4). The lead has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additonal information received which indicates that the field representative does not know the specific information of the allegation. The device was also explanted as the patient determined that the device was no longer needed. No additonal adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to lead failure. This lead is out of service. An attempt to obtain additional information was made but was not successful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.